Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a deformation, the weight of the device within the specification, fold creases, and wear abrasion. A cloudy color in the gel was observed after the autoclave cycle. Creases are observed but have no relationship with manufacturing process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Healthcare professional additionally reported "any creases." Device has been explanted.